Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused persistant cough and gastroesophageal reflux. The patient did report to receive medical intervention and received treatment for the gastroesophageal reflux without efficacy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.